Manufacturer narrative:
The 16fr esheath was returned to edwards for evaluation. Visual inspection of the device revealed the sheath liner was circumferentially delaminated approximately 1 inch in length and bunched at the distal end. The delivery system nose tip was caught on the tip of the sheath. Review of the patient 3mensio report revealed tortuosity present in the access vessels. During functional testing, the delivery system was able to be withdrawn into the sheath and removed without any issues or abnormalities noted. Complaint history review from july 2020 to june 2021 for the esheath introducer sheath (all models and sizes) revealed other similar complaints based on relevant complaint codes. No edwards defects were identified during the evaluations. Available information suggests that procedural factors (bent valve strut, excessive manipulation, incomplete deflation, non-coaxial withdrawal, residual fluid, withdrawal difficulty, withdrawal of a burst/torn balloon, withdrawal of a crimped valve, withdrawal of a partially expanded valve) may have contributed to the complaint events. Per the instructions for use (IFU) and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The esheath final assembly undergoes multiple 100% visual inspection by manufacturing and quality. Additionally, after sterilization, each lot is tested and inspected on a sampling plan during product verification (pv) testing. The lot can only be released if all units pass the pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the evaluation of the returned device. Evaluation of the returned device did not identify any manufacturing non-conformances that could have contributed to the reported event. Review of the complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. As reported, 'unsure upon first attempt of retraction of the balloon into the sheath that all the volume was pulled from the balloon, when resistance was met the team pulled negative and locked the syringe as well as pulling negative on the stopcock'. If there is residual fluid remaining in the balloon during the first withdrawal attempt, this can make the balloon have a larger than normal deflated profile. The altered balloon profile can also catch on the sheath distal tip and contribute to the sheath liner delamination during withdrawal. Imagery was provided of patient vessel information and shows tortuosity was present in the access vessel. Tortuosity can create a challenging retrieval pathway and can create a non-coaxial alignment of the delivery system/balloon and sheath distal tip upon reentry into the sheath. This scenario can also potentially lead to the balloon catching on the sheath distal tip leading to sheath liner delamination. Available information suggests in addition to patient factors (vessel tortuosity), procedural factors (non-coaxial withdrawal, residual fluid) may have contributed to the observed liner delamination. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Pre-decontamination evaluation of the retuned esheath revealed circumferential delamination. During a transfemoral tavr procedure, a 29mm sapien 3 valve was implanted in the aortic position without incident. Difficulties were encountered during the withdrawal of the commander delivery system. Resistance was noted at the distal end of the 16fr esheath. The delivery system balloon would not go into the sheath. Negative pressure was pulled on the balloon and also on the stopcock of the balloon port. The balloon was able to be pulled into the sheath; however, the nosecone was not able to be pulled into the sheath. The delivery system, with the nosecone, and the sheath were removed as a unit. The patient's vital signs remained stable and the access site was successfully closed. The patient was discharged to the pacu in stable condition. The valve remains implanted in the patient.